Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that patient follow up revealed that a reset had occurred with the implanted device. It was also reported that the patient had received prostate radiation treatment and it was determined that the device reset was due to the radiation therapy. Therefore the device parameters were returned to the original setting and the device remains in use. No patient complications have been reported as a result of this event.